Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. Reported issue of stent deployment suture broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that an ultraflex¿ esophageal ng stent was to be used to treat a stricture due to relapsed esophageal cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the physician was able to pass the delivery system to the stricture so stent releasing was started. The stent could only be released by pulling the deployment suture using maximum force. However, when it was 3 cm to complete deployment, the stent was unable to release. The deployment suture was pulled with force and got detached. The stent and the delivery system was removed from the patient and the procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A deployed ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found kink in the distal end of the shaft and a spiral groove was seen beginning at the skived side port up to the proximal silastic band. Additionally, the deployment suture was broken. No other issues were identified during the product analysis. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex esophageal ng stent was to be used to treat a stricture due to relapsed esophageal cancer during a stent placement procedure performed (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician was able to pass the delivery system to the stricture so stent releasing was started. The stent could only be released by pulling the deployment suture using maximum force. However, when it was 3 cm to complete deployment, the stent was unable to release. The deployment suture was pulled with force and got detached. The stent and the delivery system was removed from the patient and the procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.